Manufacturer narrative:
Bench repair technician evaluated the device. It was determined that product has malfunctioned and the cause is due to a component failure. The issue is resolved with the replacement of processor pca (printed circuit assembly) and dfm100-cbl ui to processor pca 2.1. Based on the information available, the cause of the reported problem is due to a component failure and the root cause is not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by bench repair technician and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was not powering on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.